Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02700. The patient has two leads from the same lot. It was reported, the patient lost stimulation as she had not been charging her system. The patient did not specify when she last recharged her ipg. She also reported ineffective stimulation. An x-ray indicated the lead wires appeared to be coiled around the ipg. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.